Event description:
In 2006, this patient underwent endovascular repair using gore excluder aaa endoprosthesis. The patient presented with an aortic rupture in 2007, secondary to aneurysm enlargement. The aneurysm was surgically repaired and the devices were explanted. The explant is being sent to gore. Additional investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.